Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 and one i3 accessory set was returned. External and internal visual inspections of unit revealed that the right-angle extension cable and power cord had no visible or internal damage, but the power supply was damaged with exposed wires. It was reported that the pes would not load to the welcome screen-confirmed. Additional finding revealed that the 4g gsm modem malfunction during diagnostic test.